Event description:
During a second pass of a resurfacing case there were flames and smoke emitting from treatment site. A small wound requiring 5 sutures resulted. User indicated that during treatment the device shut off. The laser went into standby and dropped the power which is the expected condition. The user increased power to the original settings, but did not turn the device on. The laser was in ultrapulse mode. User did not verify pattern as documented in the operators manual, prior to firing. Energy was delivered to a single area on the patient resulting in the wound.